Manufacturer narrative:
Based on the history analysis the pump had high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs.

Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 at 3:00pm the patient's infusion device displayed e2 (battery empty) without first displaying w2 (battery low). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.